Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to one high out of range shock impedance measurement for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient was brought in for testing and a commanded shock was administered and 41 joules which yielded normal impedance measurements. Subsequently the physician opted to leave the system as previously programmed and increase the alert to 150 ohms. The system remains in service and no additional adverse patient effects were reported.